Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. The review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: vessel locator wings would not stay open. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure in the common femoral artery. The patient was reported to be obese. Before the angle position was changed and the clip was deployed, the wings were not able to keep the device in position. The device came out of the patient artery and hemostasis was achieved using manual compression. The physician stated he felt "the wings were not as usual." There were no reported adverse patient sequelae. Though requested, no additional information was available.